Event description:
This unsolicited case from united states was received on 19-may-2017 from a physician. This case involves a female patient who received treatment with synvisc one and after 1 day one knee was badly inflamed. No past drugs, medical history, concomitant medication or concurrent condition was reported. On an unknown date, the patient received treatment with intra-articular synvisc one injection bilaterally (dose, frequency, indication, batch/ lot number and expiration date: not provided) into an unspecified location. On an unknown date, the following day, 1 day after the injection, one knee was badly inflamed, painful. The patient sought treatment at a local emergency room and was administered anti-inflammatory drugs, etc. There was no evidence of local infection. On an unknown date, the patient recovered from the event. Corrective treatment: not reported. Outcome: recovered. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criteria: hospitalization.

Event description:
This unsolicited case from united states was received on (B)(4) 2017 from a physician. This case involves a female patient who received treatment with synvisc one and after 1 day one knee was badly inflamed. No past drugs, medical history, concomitant medication or concurrent condition was reported. On an unknown date, the patient received treatment with intra-articular synvisc one injection bilaterally (dose, frequency, indication, batch/ lot number and expiration date: not provided) into an unspecified location. On an unknown date, the following day, 1 day after the injection, one knee was badly inflamed, painful. The patient sought treatment at a local emergency room and was administered anti-inflammatory drugs, etc. There was no evidence of local infection. On an unknown date, the patient recovered from the event. Corrective treatment: anti-inflammatory drugs. Outcome: recovered. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: 48122. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: hospitalization. Additional information was received on 01-jun-2017. Global ptc number with results was added abd the text was amended accordingly.